Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales representative reported one of her milagro interference screws 6x23 mm broke upon insertion during a lateral collateral ligament (lcl) procedure. The surgeon kept half of the screw within the bone and discarded the broken half he took out. He then inserted another like device in a new bone hole to complete the procedure with no patient consequences. There was a five (5) minute delay. The bone quality was average and this was a (B)(6) female patient. No further details were available.